Event description:
Test results for afp (3 patient samples), (1 patient sample, hcv (2 patient samples), and hbsag (1 patient sample) were generated on the advia centaur xp instrument, after these results were generated, the customer ran quality controls and they were out of range. A siemens field service engineer (fse) was sent to the customer site and analysis of the instrument and instrument data indicate the cause for the discordant results was bleach contamination due to faulty bleach valves. The fse replaced the faulty valves and the seven patient samples were repeated and different results were obtained. Patient treatment was not prescribed or altered for any of the seven patients. There was no report of adverse health consequence due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate the cause for the discordant results was bleach contamination due to faulty bleach valves. The fse replaced the faulty valves and the instrument is performing within specifications. No further evaluation of the device is required.